Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was between 120-330mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, customer maintained that there was an issue with the pump. Customer declined to remove and inspect the infusion set site for possible issues. Reportedly the customer reverted to manual injections for insulin therapy.